Manufacturer narrative:
The ICD and the lead under complaint were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the returned data. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the ICD functions to be as specified. The returned data have been analyzed, confirming the clinical observation. The data showed temporary out of range values of the rv pacing impedance, as mentioned in the complaint description. The available iegms revealed the presence of noise in the rv and far-field channels. The presence of noise in the rv channel led to the detection of 13 vf episodes between may 22 and may 23 2017, which resulted in 58 shock deliveries. The data did not reveal any indication of an ICD malfunction. Based on the information available for analysis the ICD functioned as expected. However, the integrity of the lead cannot be assured. For further insights regarding the root cause of the clinical observation an analysis of the lead would be necessary. Should the lead become available for analysis, this investigation will be updated.

Event description:
Ous MDR - the patient received multiple inappropriate shocks and the device hit eri. The impedance was temporarily out of range. Biotronik has no information in regards to a revision. The lead remains implanted.